Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and shocks for sinus tachycardia with rapid ventricular response. The atp was not successful, and multiple shocks were then delivered. Some of the shocks accelerated the rhythm to an atrial fibrillation (af) as well as ventricular fibrillation (vf). Subsequent shocks converted the arrhythmias. No further therapies were delivered due to therapy exhaustion. Programming options would be discussed with the physician, and it was noted that although therapy was inappropriate, the device operated as programmed. No adverse patient effects were reported. The device remains in service.